Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times. The customer was unsure of the blood glucose (bg) level; however, the customer stated that the bg level was in target since the event occurred. The customer reported that the pump would continue to be used for insulin therapy.